Event description:
Catheter caused infections. Update as per received customer complaint file (B)(6) 2011: the customer has observed that the zvk (the abbreviation "zvk" stands for zentralvenekatheters, which is german for "cvc" - central venous catheter) caused inflammations and suppurations ("the formation or discharge of pus") after nearly 10 days. The customer sent the zvk to his own microbiology-center for investigations. The complainant reported adverse effects on the pt due to this occurrence: inflammations and suppurations. No additional info on pt outcome has been provided.

Manufacturer narrative:
Cook spectrum minocycline/rifampin impregnated five lumen central venous catheter set. Cat# - c-uqlm-1001j-rsc-wce-abrm-hc-rd. Exp - unk as lot is unk. Infection is not labeled. Event eval. Still under investigation.